Manufacturer narrative:
Country of origin - (B)(6).

Event description:
It was reported that during use of this tracheostomy tube, air leaked from the cuff. No medical intervention and no adverse patient effects were reported.

Manufacturer narrative:
One portex® blue line ultra® tracheostomy tube was received in used conditions without its original packaging. The sample was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were found. A syringe was used to inflate the cuff of the sample and was submerged under water in order to verify for leaks. A leak was observed coming out of the cuff. This complaint falls within the scope of a closed CAPA. The investigation showed that a trend of cuff leakages was in the downwards direction after actions performed. The CAPA was closed on 27/jan/2018.